Event description:
It was reported by the patient's husband that his wife had cataract surgery on both eyes, having implanted a zma00 lens in each eye. He was most concerned with the left eye and he was not complaining about the right eye. He stated that his wife had a zma00 lens serial no. (B)(4) implanted on (B)(6) 2011 in the left eye. A laser procedure was performed on the left eye on (B)(6) 2011. A zma00 lens, serial number (B)(4) was implanted (B)(6) 2011 and a laser procedure was performed in (B)(6) 2011 on the right eye. He questions if his wife was lasered too soon. He said that his wife was an active athletic woman and now is depressed, cannot read, has headaches, dry eye and no peripheral vision. She is unable to drive. He has sought multiple medical opinions and was told by one of the physicians that now that his wife had a laser procedure it is more risky to have an additional lens procedure. A separate medical device report is being submitted for the left eye.

Manufacturer narrative:
Intraocular lens. The lens was not returned for evaluation and to the best of our knowledge remains implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. A manufacturing record review shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.